Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (intermittent power down) has been investigated. Upon investigation the monitor would shutdown intermittently. The cause for the intermittent shutdowns was an intermittent connection between the battery and the j1 battery connector. The cause for the intermittent connection was a broken guide pin on the j1 battery connector. The root cause for the damaged pin could not be positively identified, but the damage was likely due to excessive force while inserting the battery pack into the monitor. No adverse event occurred due to the damaged guide pin. The pt was issued a replacement monitor.

Event description:
Upon servicing of monitor sn (B)(4), for an unrelated nonconformance, it was discovered that the monitor would power down intermittently.